Event description:
The customer's father reported that there is variation between the blood glucose level and the sensor readings. The blood glucose level was 107 mg/dl and the sensor reading was 68 mg/dl. The customer was advised to monitor the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test per specification. Sensor failed per specifications due to high readings.